Event description:
It was reported by a customer in (B)(6) that, the 840 ventilator alarmed and the screen became blank. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcbs, and upgraded the software to the current revision, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).